Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator had failed and remote manager kept failing. A field service engineer (fse) had found that the remote manager pixie bus auxiliary cable was too short at 12 feet and had not been attenuating power properly. The fse had installed an additional 25-foot pixie bus cable between the remote manager and the main unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator and remote manager kept failing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.